Event description:
Contacted regarding a discrepant troponin (accu tnl) result, from two different sample types for a single patient, that was generated by the unicel dxl 800 access instrument. The results were not reported out of lab. The samples were no reported out of lab. The samples were in a bd li heparin non-gel plastic tube. The initial results were 1.17 ng/mg and 11.5 ng/ml for sample 1 and 2 respectivley. Both samples were retested and the results were 0.19 ng/ml and 11.5 ng/ml respectively. This event happended during an investigational study the customer was conducting. Both samples were sent to beckman coulter for investigation and our investigation did not duplicate the same sample results as the customer. No additional information regardings this event is provided.